Manufacturer narrative:
(B)(4). Updated analysis summary by (B)(6) on march 2, 2022. S/w 2.6d. Retainer ring = clear. On (B)(6) 2021 the pump was returned due to patient passing away, but not alleging device. The device did not have a battery installed when received. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. Thus and carelink software was utilized and downloaded trace/history files properly. Device had minor scratched display window, scratched case, stained/faded serial number label, faded end cap address label, pillowing keypad overlay, cracked keypad overlay at the select button, stained keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: 02/27/2021 dailytotalofallinsulindelivered = 70.825, 02/28/2021 dailytotalofallinsulindelivered = 65.85, 03/01/2021 dailytotalofallinsulindelivered = 62.375, 03/02/2021 dailytotalofallinsulindelivered = 56.5, 03/03/2021 dailytotalofallinsulindelivered = 50.125, 03/04/2021 dailytotalofallinsulindelivered = 18.3, 03/04/2021 dailytotalofallinsulindelivered = 0, 03/04/2021dailytotalofallinsulindelivered = 10.025, 03/05/2021 dailytotalofallinsulindelivered = 0, there was no data listed after 03/05/2021. There was also multiple dailytotalofallinsulindelivered listed in the formatted history file on 03/04/2021. In summary, pump passed all required testing. Pump was not returned for an allegation. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer deceased. The customer was hospitalized on unknown date due to unknown reason. The cause of death was unknown. The customer¿s blood glucose was unknown mg/dl at the time of death. The customer was wearing the insulin pump at the time of death was unknown. The insulin pump will be returned for analysis. The case is reported only for the f.a results.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.